Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the first device was opened and fired. There were no staples in the reload. The reload was removed and a second like reload was tried. The device worked as expected with no patient consequences reported.

Event description:
It was reported that the doctor felt that there were no staples in the load. It was not reported if the issue occurred during a procedure. There were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Batch # p57j7j. Device evaluation: the analysis results showed that the tx60b cartridge arrived with no apparent damaged. The reload was received fully fired. No functional test was performed. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.